Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including power cycling with battery and aux separately and together, hot-swapping batteries with and without aux, and performing general defib functions while bench handling without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found no evidence of the report. The battery used at the time of the report was not returned for evaluation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.